Event description:
Customer reported receiving a high reading of 16.6 mmol/l on their blood glucose monitor. The laboratory reference result of 7.6 mmol/l was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The investigation unit reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. Product returned, evaluated.

Manufacturer narrative:
The event occurred in (B)(4) .

Manufacturer narrative:
The event occurred in (B)(6).